Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been hospitalized twice due to diabetic ketoacidosis. Customer reported having blood glucose levels as low as 25 mg/dl and as high as 367 mg/dl. During troubleshooting, the insulin pump did not show any sign of malfunction. The insulin pump was not replaced or returned for analysis.